Event description:
The customer reported obtaining high background results for white blood cell (wbc), red blood cell (rbc), and platelet (plt) on the coulter lh 750 hematology analyzer. No erroneous results were associated with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to the site to evaluate the analyzer.

Manufacturer narrative:
The fse indicated that the rbc diluent dispenser was allowing bubbles to enter the pump chamber, causing high background results. The fse replaced the dispenser to resolve the issue. Additionally, the fse cleaned the flowcell to resolve a high diff offset of 1.2v, which was normalized at 0.6v. (B)(4).